Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No an error in the motor was detected by reading unexpected value from hall sensor and rewind anomaly noted during testing. The motor was tested outside of the device and passed. Software error detected alarm found in the insulin pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level alarm and an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. During rewind insulin pump initialized again and customer saw the medtronic logo on screen. The insulin pump will be returned for analysis.